Event description:
On (B)(6) 2026, a patient underwent thrombectomy & atherectomy by using rotarex catheter via left femoral artery. It was reported that during the procedure, the rotarex catheter was allegedly malfunctioned after approximately five minutes of thrombus suction. Upon retrieval and external flushing, the catheter remained nonfunctional with no suction power. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted, and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation, and a catheter was physically investigated. During physical investigation, a catheter, an unopened guide wire, and an unopened drape were received. The tube had a heavy kink at 33.5 cm from the tip of the catheter. The aspiration test could not be performed due to the heavy kinking of the tube and the helix. A clear root cause could not be identified, but a damaged helix / tube represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.